Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs leaked at the luer connection. It was stated that the customer had high blood glucose. Troubleshooting was not performed at the time of call.